Event description:
A caller reported a cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully restarted their sensor session without further errors.